Manufacturer narrative:
This event occurred in (B)(6). Neither a general instrument or reagent issue were identified as qc and calibration were acceptable. A review of the reaction monitors showed that different amounts of specimen were ejected into the measuring cell causing the discrepant results. The malfunction is consistent with incorrect pipetting caused by a pre-analytical issue at the customer site.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crplx c-reactive protein (latex) on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a crp value of > 199.00 mg/l accompanied by a data flag. The sample was repeated with a 1:10 automatic dilution, resulting with a value of 0.18 mg/l. The sample was repeated again, resulting with a value of > 199.00 mg/l accompanied by a data flag. The sample was repeated with a 1:10 automatic dilution, resulting with a value of 361.84 mg/l. The sample was repeated again, resulting with a value of > 199.00 mg/l accompanied by a data flag. The crp reagent lot number was 45166701, with an expiration date of 31-aug-2021.